Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as it is unable to connect to server. Review of the event logs shows that the device has lost its connexion with back-office on (B)(6) 2025. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a hardware failure caused the device issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 30-september-2025, the transmitter does not connect to the server despite the green led. Even after resetting, the transmitter does not connect.